Event description:
The ge oec 9800 fluoroscopy system intermittently would lock-up, requiring a reboot to restore functionality.

Manufacturer narrative:
A ge oec service rep investigated the issue and found 5 volt power supply was below spec and the x-ray controller pcb was defective. The ps1 power supply was adjusted above the 5 volt threshold and the x-ray controller pcb was replaced. The issue with the x-ray controller pcb was found during the repair of the lock-up issue. Event-log listed errors. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.